Event description:
Event description guidant received information that this implantable transvenous defibrillation lead had varying shock impedance measurements, from 68-125 ohms. The physician elected to extract and replace the lead.